Manufacturer narrative:
Pump s/n: (B)(4) was received and could not be tested to confirm the reported issue due to physical damage. During visual evaluation it was noted that all internal components were damaged. The damaged parts were replaced. The pump was tested and passed all functional tests. The service history record was reviewed. This device was manufactured in 2013. This is the second time this device was returned for service. The pump was 100% at the time of last release on 6/12/2017. The damaged components were determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device had an over infusion of 76%.